Event description:
On (B)(6) 2011, customer reported that fluid leaked from inside the right door on the main diluter module of the hmx autoloader. The volume of the leak was unknown and the fluid was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts identified pinch valve 43 (pv43) as the source of the leak. Cts instructed the customer to retube pv43 and this resolved the issue.

Manufacturer narrative:
(B)(4).